Manufacturer narrative:
William cook (B)(4) initially reported this event based on available information at the time of complaint registration under 3002808486-2017-00696. New information was provided identifying that the product was actually a cook inc. Manufactured device. (B)(4). Evaluation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, migration". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff received a received a cook gunther tulip filter on (B)(6) 2010 due to a blood clot in the right leg. Plaintiff is alleging migration of the filter. Per retrieval records, a retrieval attempt was performed on (B)(6) 2016 as part of an ilio-caval venous reconstruction procedure.